Event description:
It was reported that the patient underwent a lumbar spine surgery. Post-op, the patient has shown intermittent symptoms consistent with an allergic reaction. No additional information was provided.

Manufacturer narrative:
(B)(4). Neither device nor applicable studies were returned to the manufacturer for evaluation.